Event description:
This MDR is a duplicate of 0001526350-2024-01527. The initial report was created in error and should be voided.

Manufacturer narrative:
This MDR is a duplicate of 0001526350-2024-01527. The initial report was created in error and should be voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-0964192. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the air dermatome gouged a patient and ruined skin on a skin graft procedure. There was no surgical delay. Another device was used to complete the surgery. Due diligence is in progress, there is no additional information available.